Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced five infusion set tubing leakage event on (B)(6) 2026. All the events occurred within three months. The leakage was at t-lock. The infusion set was in use for one - two days for all the events. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 5